Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that there is a speaker malfunction error and there is no sound coming from the device. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound.based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed.although the speaker was confirmed to be functioning per specification during testing it was indicated that there was a speaker inop and no sound at the time of the event, the speaker has been replaced per current process. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.